Event description:
The customer reported via phone call that he was unable to remove the needle hub. Customer was assisted with removing the needle hub. Customer will be shipped a replacement sensor. Customer also had differences between sensor glucose and blood glucose readings. Customer's blood glucose was 125 mg/dl and his sensor glucose was 80 mg/dl. Customer stated that he had a low alarm a while later and his blood glucose was 135 mg/dl. Customer's sensor reading was 133 mg/dl. Customer will return the sensor and was advised to call back if any issues occur with the sensor. Customer's current blood glucose was 189 mg/dl.

Manufacturer narrative:
Reliability analysis inspected two opened/used partial enlite sensors and performed bicarbonate buffer test. One of two sensors failed with high readings, and the remaining sensor passed per specification with accurate readings. Also, checked the needle for burrs/hooks and dull needle tip defects and none was found. The needle passed per specification.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.